Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were draw tested and all samples tested within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode low draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes customer found that the negative pressure was not enough, and it was difficult to draw blood. The following information was provided by the initial reporter. The customer stated: 2023-05-16 when drawing blood from the patient, it was found that the negative pressure was not enough, and it was difficult to draw blood. The replacement found the same situation, and it was returned to the warehouse to contact the manufacturer for resolution.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes customer found that the negative pressure was not enough, and it was difficult to draw blood. The following information was provided by the initial reporter. The customer stated: (B)(6) 2023 when drawing blood from the patient, it was found that the negative pressure was not enough, and it was difficult to draw blood. The replacement found the same situation, and it was returned to the warehouse to contact the manufacturer for resolution.